Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 5.3, repeat = 4.3. Time between testing was minutes. Pt self tested unsure of therapeutic range. Pt has difficulty obtaining blood and finger is milked.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 5.3, inratio: 4.3, mean: 4.8, sd: 0.71, %cv: 14.73, result: pass. Reported results produced cv less than 16% which meets passing precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. User reported difficulty obtaining necessary sample volume to perform testing. User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide, precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported sample was applied to the strip >20 seconds following fingerstick. This delay in application may have prematurely initiated clotting and adversely effected sample migration, flow and saturation. No strip lot info reported, no further investigation is possible. This issue will be subject to future tracking and trending. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Since strip lot info was not available and no product was expected to be returned, no further investigation could be performed. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.